Event description:
Occasional atrial under-sensed beats on presenting egm. This undersensing has not interrupted the overall at/af burden detection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).